Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch failure. A field service engineer removed the latch and disconnected the communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe es system had a remote manager failure. The customer reported that the user tried to reboot and recover but was unsuccessfull. The user was able to remove the medication from another remote manager and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.